Event description:
A homecare service rep (hcsr) left a voicemail in 2009 at 6:05 pm with a problem from a home pt's caretaker regarding an extension line. The caretaker stated that upon priming the machine, he noticed the machine making a noise and proceeded to check the lines and noticed there were cuts on the pt extension line. There are no samples or pt involvement. Corporate product surveillance (cps) contacted the home pt's (hp) caregiver (cg) two days later. The cg stated having called the on-call nurse and the nurse had instructed him to discard the sample and start therapy over with new supplies. The cg stated that the hp was not connected to the hc machine at the time he noticed the leakage and cuts on the extension line (the lot number is unk). The cg started over with new supplies and was able to continue with therapy. The cg stated not noticing anything different with the packaging of the extension line and that it looked "normal" and just like all the other samples they had used previously. There was no pt injury or medical intervention.

Manufacturer narrative:
Per the caregiver, the sample was discarded.